Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other stent mentioned is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2021, the patient was admitted with st-segment elevation myocardial infarction (stemi). Three xience skypoint stents (2.25x23mm, 2.5x18mm, 2.75x23mm) were implanted. On (B)(6) 2021, the patient was re-hospitalized with chest pain and stemi. Percutaneous coronary angioplasty was performed in two places, resolving the event and the patient was discharged home with no adverse sequela. No additional information was provided.